Event description:
The customer reported an unspecified error code was displayed during a therapeutic laparoscopic cholecystectomy procedure, and output for the subject device was lost. There was no apparent damage to the device. The procedure was completed using another device. There was no patient or user injury reported due to the event. The device was returned to olympus for evaluation. During inspection and testing, the tissue pad was found to be peeling off. This report is being submitted for the malfunction found during evaluation (peeling tissue pad).

Manufacturer narrative:
In addition to the peeling of the tissue pad, inspection and testing found cracks 12mm from the distal end of the probe. There was a contact mark around the cracks, indicating that the probe was in contact with the non-insulated area. The tissue pad was worn and there was a contact mark on the non-insulated area which also indicates the non-insulated area was in contact with the probe. The coating of the probe was also peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the peeling of the tissue pad was caused by the grasping section being closed without grasping anything while the device was activated in seal and cut mode (including after tissue resection), which caused the tissue pad to wear out. Since the tissue pad was worn, the non-insulated area of the grasping section and the distal end of the probe came into contact. The output was then activated in seal and cut mode which caused scratches (contact marks) to be made on the distal end of the probe and the grasping section, indicating they came into contact with each other, and an error was detected. The device was then activated in seal and cut mode or while the grasping section was grasping tissue which applied a force to the scratched area of the grasping section, causing this area to crack. An error could not be reset and the user determined that the output could not be activated. However, a definitive root cause of the reported issue could not be identified. It is likely the peeling of the probe coating was caused by output being continuously activated in seal and cut mode while nothing was grasped between the grasping section and distal end of the probe (including after tissue resection). However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating". "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct information provided on the initial report. Correction to g3 of the initial medwatch. The aware date should be 28-feb-2022.